Event description:
New information noted that the right ventricular lead exhibited insulation damage visible on diagnostic imaging. The right ventricular lead was capped and replaced on 8 mar 2023. The patient was in stable condition before, during, and after the surgery.

Event description:
It was reported the patient received a vibratory alert. Upon interrogation, it was noted the right ventricular lead was oversensing noise. Programming changes were implemented. There were no patient consequences.